Event description:
It was reported that during an ovarian resection procedure, the flexible tip was detached off. As it was detached off out of the pt, it did not fall into the pt's body. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.